Event description:
The facility reports the wife wanted to raise up her husband with the lift. They had done so often before. This time it went wrong and the husband slipped. He landed on the floor and, in the process, cut open his legs on the legs of the lift. The husband was in pain. The wife could not get her husband back into bed and called the police for help. The police persons did not want to lift the husband onto the bed; an ambulance was called. The ambulance staff and police persons lifted the husband back onto the bed. The ambulance staff bandaged the legs of the husband. During the interview, the wife stated there were no instructions for the use of the lift. She indicated that she would have wanted these because she feels it would have indicated to her that the straps should have been in place around the legs. According to the wife, if these would have been tightly in place, the husband would not have dropped. (B)(4).

Manufacturer narrative:
A supplemental report will also be submitted when the MFR concludes their investigation.